Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post operatively and ectopy was noted. The physician decided they wanted a longer lead so the lead was explanted and replaced. During the replacement procedure the physician dislodged left ventricular (lv) lead set screw and was unable to reset screw into device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.